Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that electrical leakage could cause irritation at the patient¿s pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing irritation at the pocket site was not duplicated or confirmed.

Event description:
A report was received that the patient was experiencing irritation over the ipg site. The patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing irritation over the ipg site. The patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference. The patient was reportedly doing well postoperatively.